Manufacturer narrative:
The field service engineer was dispatched to the account and identified the scc-f+ power supply within the scc computer as the failed component; the power supply was replaced to return the analyzer to normal function. A review of the architect serial c461122 service history was performed and found no contributing factor on or around the date of the event. There were no subsequent reports of smoking from the scc computer after the scc-f+ power supply was replaced. A product labeling review found the architect system operations manual provides information regarding electrical hazards, and electrical safety for the architect systems. The smoking observed from the scc-f+ power supply was limited to this part and did not affect other scc or analyzer components. No adverse trend for tickets with replacements of the scc-f+ power supply was identified during the reporting period. A review for similar complaints since june 2011 was performed. An increased number of complaints over the last two years was observed and showed an adverse trend with respect to this issue. Further investigation of this trend, included the supplier's conclusion that the parts are meeting their warranty period; and a deficiency was not identified. A review of clinical chemistry product monitoring found no adverse trends with regard to the architect c4000 or the current complaint issue. In summary, no product deficiency or systemic issue was identified.

Event description:
The account noticed a visible puff of white smoke coming from the back of the computer of the architect c4000 analyzer and the keyboard, mouse and monitor were non-responsive. The operator unplugged the computer. No damage or flames were observed. No injury was reported.